Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test- no". The patient's medical history included obesity, grand multiparity, uterine bleeding and menometrorrhagia. Previously administered products included for abnormal uterine bleeding: depo provera from 1996 to 1997. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced nausea ("nausea"). In (B)(6)2007, the patient experienced vaginal discharge ("vaginal discharge"), middle insomnia ("interrupted sleep") and the first episode of hypotension ("low blood pressure") and was found to have weight increased ("weight gain"). In august 2007, the patient experienced alopecia ("hair loss"), migraine ("migraines/headaches"), hot flush ("hot flashes") and nasopharyngitis ("cold"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), anaemia ("anemia"), the second episode of hypotension ("low blood pressure"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain"). The patient was treated with ferrous sulfate (ferosul), hydrocodone, sumatriptan, topiramate (topamax) and surgery (ablation and supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, fatigue, alopecia, mood swings, nausea, vaginal discharge, weight increased, anaemia, middle insomnia, the last episode of hypotension, abdominal pain lower, hot flush and nasopharyngitis outcome was unknown, the vaginal haemorrhage and abdominal pain had resolved and the migraine was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, menorrhagia, middle insomnia, migraine, mood swings, nasopharyngitis, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of hypotension and the second episode of hypotension to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs received: event outcome of abdominal pain, vaginal bleeding and migraines were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test- no". The patient's medical history included obesity, grand multiparity, uterine bleeding and menometrorrhagia. Previously administered products included for abnormal uterine bleeding: depo provera from 1996 to 1997. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced nausea ("nausea"). In (B)(6) 2007, the patient experienced vaginal discharge ("vaginal discharge"), middle insomnia ("interrupted sleep") and the first episode of hypotension ("low blood pressure") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"), migraine ("migraines/headaches"), hot flush ("hot flashes") and nasopharyngitis ("cold"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), mood swings ("hormonal changes describe: mood swings"), anaemia ("anemia"), the second episode of hypotension ("low blood pressure"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain"). The patient was treated with ferrous sulfate (ferosul), hydrocodone, sumatriptan, topiramate (topamax) and surgery (ablation and supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, fatigue, alopecia, mood swings, migraine, nausea, vaginal discharge, weight increased, anaemia, middle insomnia, the last episode of hypotension, abdominal pain lower, abdominal pain, hot flush and nasopharyngitis outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, menorrhagia, middle insomnia, migraine, mood swings, nasopharyngitis, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of hypotension and the second episode of hypotension to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs received: new events low blood pressure, hot flashes, cold and treatment medications added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test- no". The patient's medical history included obesity, grand multiparity, uterine bleeding and menometrorrhagia. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), the first episode of mood swings ("hormonal changes describe: mood swings"), migraine ("migraines/headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), anaemia ("anemia"), middle insomnia ("interrupted sleep"), the second episode of mood swings ("mood swings"), hypotension ("low blood pressure"), abdominal pain lower ("lower abdominal pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, fatigue, alopecia, migraine, nausea, vaginal discharge, weight increased, anaemia, middle insomnia, the last episode of mood swings, hypotension, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anaemia, dysmenorrhoea, fatigue, genital haemorrhage, hypotension, menorrhagia, middle insomnia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of mood swings and the second episode of mood swings to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Events injury nos replaced with pain, abnormal bleeding (general), vaginal bleeding, menorrhagia, dysmenorrhea (cramping), fatigue, hair loss, hormonal changes describe: mood swings, migraines\headaches, nausea, vaginal discharge, weight gain, anemia, interrupted sleep, mood swings, low blood pressure, lower abdominal pain, abdominal pain and essure confirmation test- no added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.